Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported form the us that a patient was found to have a distal basilic vein thrombus. No additional information is available at this time.

Manufacturer narrative:
It was further reported that the patient was hospitalized during the incident and the infection was not device-related. The patient was discharged in stable-condition with a therapeutic anticoagulation regime. Hvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported thrombus event could not be confirmed since there is no evidence or supporting data provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.